Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed out and woke up in the hospital with a blood glucose level of 35 mg/dl; cause was unknown. Customer could not give any further details and declined all further troubleshooting regarding the event. Tandem technical support assisted the customer in resuming insulin on the pump for insulin therapy.